Event description:
It was reported that while attempting to place the lead, the doctor removed the stylet from the lead and tried to re-insert it; at this point, he was unable to reinsert the stylet or any of the available stylets. So, another lead was opened. The second lead was implanted, no trouble, no problems. There was no pt injury. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.